Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient that on the evening of (B)(6) 2016, the patient tried to insert 3 new infusion sites but all 3 of the sites stayed stuck to the inserter device instead of the patient's skin. A new site was tried and the adhesive stuck to her skin successfully. However, as a result, it took longer than expected to resume using the pump, and her blood glucose levels rose to the 180's. The patient required a bolus of insulin on the pump. No further health care was sought and no injury occurred. Related to MFR 2183502-2016-01298, 2183502-2016-01294, 2183502-2016-01295, 2183502-2016-01297.